Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-04056. It was reported the patient received stimulation in the incorrect location. It was noted the patient received stimulation in her abdomen and front of legs, however, her targeted area of pain is the back. Consequently, the patient underwent surgical intervention wherein the leads were explanted and replaced with a single lead.